Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 16 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. A balloon catheter and 2 guide wires were used to anchor and help with the procedure but still the device failed to cross the lesion. The physician then removed the stent and outside the patient's body, the physician noticed that the tip of the promus premier¿ stent and the stent were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.